Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that "self-test in progress" message appeared with no audio guidance, and the left master tool manipulator (mtm) could not start homing. The tse found error 22005 in the logs pointing to left mtm. The customer stated that there was no obstacle interfering with mtm. The tse had the customer hard cycled the surgeon side console (ssc), but the issue was not resolved. The customer elected to swap out the ssc to continue with the procedure. There was no reported injury. Isi contacted the customer and obtained the following information: patient demographic information was not allowed to be given.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue with the master tool manipulator (mtm) and replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi did receive the mtm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, the axis 4 motor was found to be broken which would be related to the reported event. The mtm was installed onto a patient side cart (psc) fixture test platform (pftp) where it failed at sine cycle. As a result of these findings, fa was able to conclude that the axis 4 motor was found to be root cause of the reported event. The probable root cause is due to an issue with the axis 3 motor and motor cable. This issue is also captured in the fmea, mtm2 (818205-10, rev k) via risk ID 5.2.